Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The sensor kept giving low readings while their blood glucose was high. They went into diabetic ketoacidosis. The customer's blood glucose level was 560 mg/dl. They treated the high blood glucose with manual injections. Troubleshooting for the high blood glucose was declined. The device will not be returned for analysis.